Manufacturer narrative:
Concomitant medical products: product ID: 5592-45 lead, implanted on the (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. On device interrogation it was noted that potential over-sensing was observed on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.